Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure got delayed for 30mins and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform fluoroscopy. Review of the system log file showed that the system had an issue with the collimator and the table height. To resolve the issue, fse replaced the collimator and performed all necessary calibrations. The defective part was returned to philips for analysis and found wedge jams and wedge for nicol v3. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.